Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned unit. The reported dislodgment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the indication for use listed in the rx herculink elite instruction for use (IFU) states: the device is intended to open lumen restrictions in the biliary tree, renal arteries and protected peripheral arteries. It is likely that the stent dislodgment was due to anatomical conditions. The investigation determined the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the narrow, mildly calcified, ostium of the vertebral artery, the 4.5 x 15 mm herculink elite stent delivery system (sds) was advanced to the target lesion; however, the stent dislodged from the balloon and migrated to the distal end of the brachial artery. The sds was removed. Angiography showed good blood flow, so no attempt was made to retrieve the dislodged stent. There was no additional information provided.